Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 43 mg/dl at the time of the event and reported pump stopped working. The customer also received a medtronic flashing logo and pump error 45. The hypoglycemia was treated with food and the customer stated no symptoms. Troubleshooting was performed and found that the customer was unable to clear the alarm. It was found that the flashing medtronic logo issue was not resolved. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0876 inches. Unit successfully downloaded to thump. No alerts/alarms/anomalies noted during testing. Pump error 45 was not found in the history files, however, pump error 43 on 03/17/2023 12:51:10.000 and failed battery on 03/17/2023 12:52:36.000 were found. Pump was cut to perform visual inspection and found moisture damage to the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the force sensor zero offset test and test the motor outside the unit due to moisture damage. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label stained; end cap address label peeling). Pump error 45 was not confirmed. Pump error 43 was confirmed due to moisture damage to motor assembly. Unable to confirm low bg's. Flashing medtronic logo was not confirmed, pump booted up properly. Unexpected battery power loss was confirmed due to moisture damage to battery tube and electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.